Event description:
Patient was treated for open incisional hernia repair with c-qur mesh. Patient returned 1 month later with recurrence. Presented with some pain and reddening on belly center.

Manufacturer narrative:
Device is currently being evaluated.